Event description:
An olympus endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s facility, it was noted that the scope was being improperly reprocessed. During the in-service, the ess found the facility has not been using the air/water channel cleaning adapter consistently. Also, blood was discovered on the elevator of the subject device. The subject device had been taken out of the scope storage cabinet to be used during the in-service. The device was immediately reprocessed according to the olympus reprocessing manual. There were no associated patient infections reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The ess completed the in-service which consisted of all cleaning, disinfection, and sterilization information contained in the olympus manual. In addition, the ess covered care and handling, storage, leaking scope information and repair reduction tips. A repeat reprocessing in-service is scheduled for a later date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Device reprocessed on-site.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information received from the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although a conclusive root cause could not be determined, it is likely that there was a difference in device handling and reprocessing between what was recommended by olympus and what the user facility was performing. The device's reprocessing manual provides the following regarding insufficient reprocessing: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. There is description regarding a/w channel cleaning adapter in ¿5.1 preparing the equipment for reprocessing equipment needed¿. To prevent clogging of nozzle, IFU instructs to use a/w channel cleaning adapter. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air/water channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported issues (the facility was not using the air/water channel cleaning adapter consistently during reprocessing, and blood was discovered on the elevator of the subject device): the customer contact reported that there were no problems with brushing the forceps elevator during the in-service with the olympus endoscopy support specialist. The contact further explained that she was not sure if the scope was not washed properly after the previous patient procedure, or if the device was used on other patients with the blood on the elevator, prior to it being noticed during the in-service.